Event description:
The customer reported the male luer of the secondary set broke off inside the smartsite port. There was no pt harm medical intervention was not required, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: april 16, 2014. (B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval is completed. This product is distributed by carefusion and manufactured by (B)(4).